Event description:
Reportedly the pt underwent an laparoscopic abdominal procedure where during the procedure a component disengaged into the pt's cavity and could not be retrieved. The hosp reported no injury to the pt.